Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. Once investigation is complete, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the pulse field ablation (pfa) to treat atrial fibrillation (a fib). It was reported that while ablating the left inferior pulmonary vein patient went into polymorphic ventricular tachycardia and had to be defibrillated to terminate arrhythmia. The procedure was continued without further complications and was completed successfully. The device is not returning due to disposal.